Manufacturer narrative:
To date the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the eye of an intraocular lens (model pcb00), one of the haptics was noticed to be under the optic instead of above. The haptic was observed stuck to the optic and after a few minutes the haptic came above and found their way in the capsular bag. Reportedly, the pcb00 device was prepared as normal using the viscoelastic healon gv. No patient injury was reported. The lens remains implanted. No further information was provided.